Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges that the controller of her heating pad caught fire and damaged a rug. There was not a report of injury with this incident.

Event description:
Consumer alleges that the controller of her heating pad caught fire and damaged a rug. There was not a report of injury with this incident.